Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form properly when applied on the duct and artery. They just removed the malformed clips and opened a new device. There were no adverse consequences for the patient.

Manufacturer narrative:
Batch # = m93f3d. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 11 clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred; it could not be determined what may have caused these event. The reported event could not be confirmed as no malformed clips were note during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.